Event description:
The pt underwent implantation of a synchromed pump and catheter in 1995 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The hcp notified the manufacturer during an annual tracking survey that the pt had undergone explantation of the device in 1999 due to a granuloma at the catheter tip. During follow up, the hcp indicated the pt had developed arachnoiditis. The catheter tip had been a t9 and the patient had required a recent escalation of intraspinal medication dose. The hcp did not indicate the current patient status.